Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733686, version # (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the manufacturer representative (rep) installed the spine tools 31 disc on the system, but was unable to find the instruments in the spine application. It was discovered that the system was running synergy spine (B)(4), which is not compatible with the new tools. It was requested that the rep upgrade the software to (B)(4). Troubleshooting included the technical services walking the rep through uninstalling the spine tools from the software and reinstalling it. No patient was present at the time of the event. Additional information was received stating that when the manufacturer representative (rep) went to uninstall the spine application, the spine (B)(4) was not present and may have not been installed correctly. After uninstalling spine (B)(4) and all spine tools, then installing just spine (B)(4) and spine tools 31, the camera was no longer cycling and the new spine tools were present.